Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported the patient underwent a subtalar and medial column surgical procedure to treat a subtalar and t-n nonunion using a plate, beam and screws. It was discovered there were broken screws in plate that needed to be removed at 8 months post-op.